Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the imaging window and drive cable were twisted, there was imaging core windup near the twists, and the imaging window had a tear near the lap joint section and near the windup. The impedance test showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. The media returned by the customer was inspected and displayed a good image on the capital equipment screen.

Event description:
Reportable based on the device analysis completed on 12 feb 2025. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the ivus catheter did not image. The procedure was completed with another of the same device. The patient's condition following the procedure was stable, and no patient complications were reported. However, device analysis revealed that the imaging window and drive cable were twisted. It was further reported that the target lesion was 80% stenosed in the mildly tortuous vessel.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the imaging window and drive cable were twisted, there was imaging core windup near the twists, and the imaging window had a tear near the lap joint section and near the windup. The impedance test showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. The media returned by the customer was inspected and displayed a good image on the capital equipment screen.

Event description:
Reportable based on the device analysis completed on 12 feb 2025. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the ivus catheter did not image. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no patient complications were reported. However, device analysis revealed that the imaging window and drive cable were twisted.